Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert options were missing occurred. Data was evaluated and the allegation was confirmed. The patient's alerts were not being saved. The probable cause could not be determined. No injury or medical intervention was reported.